Event description:
A malfunction alarm with code malf 12 was reported, but no notable events occurred before it. There was no information available on whether the customer's blood glucose level exceeded 500 mg/dl or if there was any adverse impact. Technical support provided information for resetting the pump and assisted the customer with the process. The malfunction did not recur after the pump was reset.